Event description:
It was reported that when the person opened the door of the sterilizer, they were exposed to "gas gushing out of the chamber" which caused a caustic injury to their eyes. The chamber was opened at the end of the sterilization cycle. There were no indications of any problems during the sterilization cycle.